Manufacturer narrative:
H10: the device was received for evaluation with slight blood contamination. After disinfection, visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including leak testing, which no leaks were noted. An additional leak test of the blood side was performed, and no leak could be found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unknown location of the polyflux 210h set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.